Event description:
It was reported that the stent failed to expand. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, it was noted that the proximal end of the stent could not expand. The stent was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device eval by manufacturer: the device was returned with the stent already deployed from the delivery system; therefore, the deployment issue could not be confirmed. The deployed stent was returned with the device, and no issues were noted with the stent. A visual and tactile examination identified no damage or issues with the delivery system.

Event description:
It was reported that the stent failed to expand. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, it was noted that the proximal end of the stent could not expand. The stent was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable. It was further reported that the stent could not be deployed after two attempts, then retracted to the sheath and removed from the patient. The stent was almost re-constrained during withdrawal. There was no additional intervention required to remove the stent.

Manufacturer narrative:
Correction to h6: evaluation conclusion codes e1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device eval by manufacturer: the device was returned with the stent already deployed from the delivery system; therefore, the deployment issue could not be confirmed. The deployed stent was returned with the device, and no issues were noted with the stent. A visual and tactile examination identified no damage or issues with the delivery system.

Event description:
It was reported that the stent failed to expand. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, it was noted that the proximal end of the stent could not expand. The stent was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable. It was further reported that the stent could not be deployed after two attempts, then retracted to the sheath and removed from the patient. The stent was almost re-constrained during withdrawal. There was no additional intervention required to remove the stent.

Event description:
It was reported that the stent failed to expand. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, it was noted that the proximal end of the stent could not expand. The stent was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable. It was further reported that the stent could not be deployed after two attempts, then retracted to the sheath and removed from the patient. The stent was almost re-constrained during withdrawal. There was no additional intervention required to remove the stent.

Manufacturer narrative:
E1 - added initial reporter zip/post code. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device eval by manufacturer: the device was returned with the stent already deployed from the delivery system; therefore, the deployment issue could not be confirmed. The deployed stent was returned with the device, and no issues were noted with the stent. A visual and tactile examination identified no damage or issues with the delivery system.